Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, customer attempted to fill the tubing again and was only able to see a small amount of insulin in the cartridge tubing. Customer's blood glucose (bg) was high (specific value was not provided). Customer gave a correction bolus via the pump to address bg level. Multiple supply changes were performed to address the issues and insulin delivery was resumed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.